Event description:
The customer initially called to report that the insulin pump was not communicating with the transmitter, and was getting a lost sensor alert during initialization. The customer then stated that she required medical assistance due to low blood glucose levels about four months ago. The customer is a nurse, and was working the floor in the emergency room, when her blood glucose levels suddenly dropped. The customer stated that they had to initiate the emergency reaction team for assistance. The customer stated that she was put on the sensor at the time. She stated that it was not communicating properly from the very beginning, and she just took it off and left it in a drawer for several weeks. Troubleshooting was performed. Advised the customer to allow the transmitter to fully charge, and call back. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-04478.